Event description:
An employee was operating the lift incorrectly. This employee was pushing the "up" button on the hand control while still attached to the lift. The hand control had been left on the "mast" facing the "actuator." As the lift was rising, the actuator moved in pressing her finger onto the "up" switch. This employee's finger was trapped and she received a major contusion and is under a dr's care for trauma.